Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician tried to perform sensitivity tests is ddd pacing mode with short av delay (160ms) but he noticed that the device did not pace the ventricule as expected (rwave observed 300ms after atrial pacing). When programmed in ddi mode with short av delays, the device operated as expected. The physician requested an explanation about the reported behavior.